Event description:
Customer's family member reported that customer was not feeling well and had been testing all day. Customer had symptoms of hyperglycemia. They received reading of 369 mg/dl on a freestyle meter when testing on the finger. The customer was taken to the hosp. There, a freestyle test was performed at the same time as a lab test to compare results. The lab result was 725 mg/dl and the freestyle result was 425 mg/dl. These freestyle to lab comparison results differ by more than 20% and meet the MFR's definition of a malfunction. The customer was treated with an insulin i.v., saline, electrolytes and potassium to rehydrate customer and customer was admitted to the ICU. The customer was released four days later.